Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the fuse. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a blown fuse and the monitor would not boot up. No pt injury was reported.